Manufacturer narrative:
Initial and final (B)(4) - device 2 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced infusion set adhesive patch and cannula housing detached from spring prior to insertion on (B)(6) 2026. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.